Manufacturer narrative:
The investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 03-sep-2024. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Do not use the catheter without irrigation flow as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. During an internal review on 26-sep-2024, noted a correction to the 3500a follow-up #1 as should have included under h6. Type of investigation "device discarded (b18)*. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the 3500a initial we reported in h11. Additional manufacturer narrative ¿requesting e1. Initial reporter facility name¿. The account details remain unknown. During an internal review noted a correction to the 3500a initial in h11. Additional manufacturer narrative. Initially reported, ¿the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ there was no picture provided for this complaint; therefore, it should have been reported, ¿the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿ in addition, corrections to the following coding: h6. Type of investigation from ¿type of investigation not yet determined (b21)¿ to ¿analysis of production records (b14) h6. Investigation findings from ¿results pending completion of investigation (c21)¿ to ¿no findings available (c20)¿ h6. Investigation conclusions from ¿conclusion not yet available (d16)¿ to ¿cause not established (d15)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
Information was received on (B)(6)2024 which indicated that a patient underwent an ablation procedure with a qdot micro¿ catheter and the physician noticed an abnormal deformation of the outer layer around the force sensor and there was no irrigation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Requesting e1. Initial reporter facility name. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).